Event description:
Two (2) discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample results were obtained on a dimension exl 200 system. The discordant results were reported to the physician(s) who questioned the results. The patient was redrawn at another facility. The new (redraw) sample was processed on a non-siemens instrument (troponin t method). The result obtained from the non-siemens instrument (troponin t method) was considered correct. There are no known reports of patient intervention or adverse health consequences due the discordant falsely elevated loci high-sensitivity troponin I (tnih) patient results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample results obtained on a dimension exl 200 system. Siemens is investigating the event. MDR 2517506-2022-00094 is filed for the same event.

Manufacturer narrative:
Additional information (15-jun-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. The customer reported that patient results were considered to be discordant between the dimension exl loci high-sensitivity troponin I (tnih) and a non-siemens troponin t assay. While troponin I and troponin t are similar molecules, they are not the same and there will be difference in recovery between the two compounds. In general, troponin immunoassays are not standardized and numerical agreement between different methodologies should not be expected. Quality control (qc) and calibration results were within customer acceptable ranges. There were no reports of process errors related to the event. A potential product issue has not been identified with the dimension exl 200 system or the loci high-sensitivity troponin I (tnih) assay. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial was filed on 26-apr-2022. Initial MDR 2517506-2022-00094 was filed on 26-apr-2022 for the same event. MDR 2517506-2022-00094 supplement 1 is filed for the same event.